Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2009 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report an issue on the liberty cycler, as it can't turn on. The issue occurred last night when the patient attempted to turn on the cycler. The patient was not connected, the display was blank, there was no power outage, no outlet issue, the power cord was securely plugged in, there was no sound when ok/stop buttons were pressed. Therefore, the fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient was not able to complete treatment the day of the reported event on the cycler. The liberty cycler replacement has been sent to the patient, and confirmed that they received it on the next day, (B)(6) 2024 as expected and stated that they have been able to use it and has completed every treatment with no further issues. Regarding the older cycler, the patient stated that it had been picked up on the scheduled date. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.